Event description:
It was reported that the customer's fixed prime option in the insulin pump was set to 9.0, while it should have been set to 0.5 for the infusion set type. It was stated the customer had potentially delivered 80 to 100 units of insulin. It was advised to take the insulin pump off the patient and monitor blood glucose every 15 to 20 minutes and to contact emergency medical services if needed. Later, it was stated the customer was fine and the issue was figured out. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.